Event description:
(B)(4). I had essure implanted in (B)(4) 2013, and I have the following side effects headaches my feet keep getting swollen I was just hospitalized for 7 days with bladder n kidney infection and now they saying that I may have (B)(6) (something with my liver) my hair been falling out all side effects of this damn essure. It was provided by my insurer.